Manufacturer narrative:
The customer¿s meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The results provided were 5.2 inr and 1.9 inr. It was not provided if both results were from the meter or if one result was from the meter and one result was from a laboratory method. The therapeutic range was not provided. Attempts were made to clarify the information, however, no further information could be obtained.